Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that when the instruments passed through the cannula the seal tore. There was no consequence to the pt.